Event description:
This is the second report of three from the same facility. The first report involved the cam01 as does the third report. It was reported that there was an attempt to insert the 1104 b catheter which resulted in the neurosurgeon returning the kit to ICU with the message "the system does not work" - the intensive care unit (ICU) educator believed that when the surgeon attached the probe to the black cable he was not able to get the screen which allows you to zero the (icp) intracranial pressure catheter. It was decided to monitor the patients' icp clinically. The ICU practice educator said that this will be a training issue.

Manufacturer narrative:
The device involved in the reported incident is not expected to be rec'd for evaluation an investigation has been initiated based upon the reported info.